Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized for a bowel obstruction. Additional follow-up was made with the pdrn who stated the patient was hospitalized due to an intestinal obstruction as a result of a hernia. The patient switched modalities while hospitalized to hemodialysis and was discharged on an unknown date. Per the pdrn as of (B)(6) 2016, the patient's signs and symptoms of the hernia were resolved. The patient continued hemodialysis treatments in-clinic. Medical records were requested.